Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient was implanted with the products on or about (B)(6) 2006 and (B)(6) 2008. Later patient experienced mental and physical pain, sustained permanent injury and will likely undergo further corrective surgery and has endured impaired physical relations.